Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited a pacing impedance measurement greater than 3000 ohms on the atrial and right ventricular (rv) channels. The caller reprogrammed the rv lead to unipolar pacing and bipolar sensing. No adverse patient effects were reported.